Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device explant procedure, difficulty was noted in attempting to remove the left ventricular (lv) lead. Troubleshooting attempts were ultimately successful and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the device was returend with the header detached from the device caseing. Seal plugs were missing in the lv-tip and ring ports and the lv ring setscrew hex slot was stripped. The lv tip and ring capture washer was severely damaged.